Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced baclofen withdrawal. A cap study was being considered. A f/u report will be sent if add'l info becomes available.